Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was confirmed based on the information provided by the reporter that the drain tubing of the set was not properly connected to the drain bag, which is a user error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. The sample was not returned to baxter; therefore no evaluation could be performed.

Event description:
A customer contacted baxter (B)(4) regarding a leak from a cassette. The customer stated that there was excess fluid detected on the floor close to the end of therapy. The customer claimed that the clamp at the end of the cassette was loose or open due to an unknown reason and dialysate leaked on the floor. There was patient involvement; but no patient injury, medical intervention, or adverse reaction is associated with the reported event.